Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health care provider ran the default impedance and high impedance readings were shown. The healthcare provider believed the leads needed to be replaced. Add'l info has been requested but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-05311.